Event description:
The pump was returned for investigation. Investigation revealed that the display screen text was dim/faded and discolored. Additionally, evaluation revealed that the pump case was chipped at the top of the cartridge compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed that the top of the cartridge compartment was chipped off. During testing, the display screen text was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).